Manufacturer narrative:
Product ID fg15150-0615-1s (lot: 227300143); product type. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline failed to open distally. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the ophthalmic internal carotid artery with a max diameter of 5.3mm and a 3.5mm neck diameter. The landing zone was 4.2mm distally and 5.3mm proximally. It was noted the patient's vessel tortuosity was severe. The accessed vessel was the internal carotid artery with a diameter of 5.3mm. Dapt (dual antiplatelet treatment) was administered and pru level was low-medium. The angiographic result post procedure was normal blood flow and narrow distal part of the stent. It was reported that the distal braid of pipeline flex with shield did not completely release. The doctor tried to resheath many times but it still would not fully release the distal braid. The doctor decided to resheath the pipeline fully into the phenom 27 and replace with new phenom 27 and pipeline flex with shield. The pipeline was not positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed more than 2 times. The pipeline was resheathed and removed from the patient with the microcatheter. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a neuron max 088 sheath, neuron 070 sheath, phenom 27 microcatheter, and avigo guidewire.

Manufacturer narrative:
H3: product analysis of (B)(4), lotno:b423882 ¿ visual inspection/damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation. The braid's distal end appeared not to be opened due to the damaged braid. The proximal end of the braid was found open and frayed. No bend was found on the pusher. No damages were found with the tip coil, distal marker, re-sheathing marker, or proximal bumper. No other anomalies were observed. ¿ conclusion: based on the returned device, the customer report of failure to open at the distal end was confirmed as the braid's distal end was not opened due to damaged braid. The cause of the failure to open could not be determined. Possible causes of failure to open include severe vessel tortuosity and damaged braid. The braid can become damaged due to resheathing more than 2 times, over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that clarified that there was no issue with the replacement stent. The issue ¿narrow distal part of the stent" only happened with the original stent. There was no issue with the catheter besides the pipeline failure to open. The cause of the failure to open was not determined.